Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: during the course of support cardio help disposable began making noise associated with rpm rate. Device was precaution early changed out and retained. No adverse events associated with patient or device. Product was exchanged during patient treatment. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary, ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 importer- maquet medical systems USA, 45 barbour pond drive, wayne, nj 07470. Contact person- (B)(6). The affected sample was received by manufacturer laboratory for investigation. Since the declaration of infection risk (doir) is missing it is not allowed to open the biotainer, to take out the sample for investigation. Despite several requests the doir has not been sent by the ssu. Therefore no investigation is possible. The failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Ref.: #(B)(4). Customer ref.:(B)(4).